Manufacturer narrative:
The cylinder was returned to analyzed. The cylinder was rated as "ok" and it performed as intended. Should additional information become available regarding this event, the event will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011, a spectra non-inflatable penile prosthesis was implanted. It was reported that on (B)(6) 2011, the "left spectra cylinder eroded distally through the glands while the patient was driving to the emergency room. The cylinder came out before the patient arrived at the emergency room." Patient history and outcome not indicated on initial complaint.